Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: subsequent investigation was performed, including the service history review and/or the device history review, which determined that even though the previously assignable root cause was normal wear, it was not appropriate as the device had been serviced within the recommended service interval timeframe of one year. Therefore, the assignable root cause was corrected from normal wear to premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that the bearings of the attachment device were defective and the device was getting warm. It was not reported if this event occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the device temperature was above specification. It was noted that the article was too hot, and the nose and middle were loose. It was further determined that the device failed pretest for vibration and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.